Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the device's internal battery and power management board caused a "service required" alarm condition. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery causing a "service required" alarm condition was found to be due to low voltage of cells 1, 2, 3 and 4. The power management board performed to manufacturer's specifications.